Event description:
During hardware removal procedure the surgeon took a core microdrill and spare reamer tube upon trying to remove the hold hardware from the patient the spare reamer tube broke into pieces. The spare reamer broke an attachment and dulling to attach the reamer to the screw already in the patient. The surgeon then used hemostats to remove all surrounding broken reamer pieces from the core dull and off the head of the screw attached another spare reamer tube. All tubes used in case were difficulty to attach to the screw heads. During the process of removing one of the spare tube reamers the hemostats broke also. No adverse injury occurred to the patient and all the hardware was removed from patient.